Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. The customer's healthcare provider did not have any further information. Per medical examiner's office, the customer was not a medical examiner's case and no further information was available.